Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented due to experiencing muscle stimulation. The right atrial lead exhibited loss of sensing due to dislodgement. The device was reprogrammed and the patient's symptoms went away. The right atrial lead was repositioned successfully and the patient was doing well post procedure.